Event description:
"Check iab catheter" alarms sounded on the pump. The iab was removed and a second iab was inserted. On 8/5/98, the following was reported to datascope: the "iab catheter fault alarm" sounded and no augmentation was seen on the arterial line transducer. The iab was repositioned and time was adjusted but the alarms continued. Therapy was discontinued. The iab was removed and another was not inserted. There was no pt injury or complication as a result of the event. The pt remained stable after the event. [Event complications]: none from the event-reported 7/13/98 and 8/5/98. [Pt's current status]: stable-rpt'd 8/5/98.